Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the device not working properly. The doctor believed there was an issue with the pressure regulating balloon (prb). All components of the existing aus were explanted and replaced with a new aus. There were no patient complications reported.